Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged low battery life or low battery alert found on (B)(6) 2021. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021, 12:00:00.000, (B)(6) 2021, 08:16:00.000, (B)(6) 2021, 12:39:00.000. And insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021, 12:36:38.000, (B)(6) 2021, 11:28:53.000, (B)(6) 2021, 15:48:08.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a pillowing keypad overlay. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcba2. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a low battery alert. Customer stated that the insulin pump did not alarm with replace battery or replace battery now. No harm was required during medical intervention. The insulin pump was returned for analysis.